Event description:
It was reported to medtronic minimed that the customer reported that the pump had been damaged. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and the customer informed that the insulin pump was dropped and had a crack by the battery compartment. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump and reverted to a backup plan per healthcare professional instructions. Mmt-1880l was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump failed to boot up once installing aa battery, blank display noted. Unable to perform the displacement test, sleep current test, active current test, and self test due to blank display. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found a misaligned battery tube. The following were also noted during visual inspection: scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment. Blank display was confirmed during testing due to a misaligned battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.